Event description:
It was reported that while in use on a patient, the pump was pumping however the screen was black. The user troubleshooted by checking the connection and power cycling the pump. No improvement to the screen was made. As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of excess helium depletion is not able to be confirmed as no iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump was pumping however the screen was black. The user troubleshooted by checking the connection and power cycling the pump. No improvement to the screen was made. As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".